Event description:
It was reported the patient had a loss of therapeutic effect following an unrelated medical procedure. The patient had nausea, vomiting, and belching with a foul odor. The patient was currently admitted to the hospital due to the unrelated medical procedure. The patient was concerned the equipment used during the unrelated medical procedure turned the device off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products- lead model 435135 serial #(B)(4) implanted: (B)(6) 2011, lead model 435135 serial #(B)(4) implanted: (B)(6) 2011.